Event description:
Right hip. Patient presented with symptoms of infection. Dr. Performed a head and liner swap, and all other components remain in situ at this time. No complaints filed against the components themselves, and no further information available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 709-04-50d tridentii tritanium multi 50d; (B)(6), 7030-6530 6.5mm low profile hex screw 30mm; myy, 7030-6530 6.5mm low profile hex screw 30mm; lyha2, 7030-6515 6.5mm low profile hex screw 15mm; msfa, 626-00-38d modular dual mobility insert; (B)(6), 6276-7-423 restoration modular hip system; (B)(6), 6276-1-021 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; (B)(6), 6260-9-322 22.2mm +8 lfit v40 head; (B)(6), unknown plate 2mm medium 100mm vit 2 cbl grp revision; lot# g8684687. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.